Manufacturer narrative:
Siemens has shown due diligence in attempting to obtain the instrument files from the customer for further investigation. However, the customer has not responded. Therefore, no investigation is possible. The cause of this event is unknown.

Event description:
The customer reported that they received several discrepant low hematocrit )hct) results compared to retesting of new samples on their laboratory instrument. There is no report of harm due to this event.